Event description:
The instrument manufacturer's investigation concluded that the customer's use of "clipped corner" slides was the root cause of the abandoned run which led to tissue specimen slides being sent off-site for consultation. The manufacturer's instrument user manual cautions users to "not use slides with rounded or clipped corners..." Reference importer initial report 1423337-2015-00017 and manufacturer report 8020030-2015-00070 with follow up reports 01, 02 and 03 for more information.

Event description:
On 06 august 2015, leica biosystems received the following information from the complainant "re-biopsy was not possible because all of the tumor was in the specimens we received. Because all of this tumor was lost during processing, the original poorly prepared slides had to be sent to ucsf in consultation, to see if they could make the diagnosis". Reference manufacturer report # 8020030-2015-00070 for additional complaint information.